Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer responded to the safety notification letter regarding the vent blockage. Customer stated that he has had several low blood glucose events. Customer was found passed out in his garage, his blood glucose reading at that time was 20 mg/dl. Customer was taken to hospital. Nothing further reported.